Event description:
It was reported that the t:slim x2 pump battery would not charge. Despite trying multiple solutions, including using a different charging cable, the issue persisted as the connection was unstable, requiring the caller to hold the cable in place. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available but the customer to contact their healthcare provider for backup.